Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory showed oversensing, non-physiological signals (noise/artifacts) on ventricular channel. The episodes showing ventricular oversensing were all recorded on (B)(6) 2024 (at least). The origin of these non-physiological signals and noises/artifacts is unknown. Based on the available data, the issue could be located at the lead level but cannot be confirmed with certainty. As the lead was abandoned inside the patient (not returned for investigation), and a new lead was implanted therefore the exact root cause could not be determined. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis

Event description:
Reportedly, during a follow-up intermittent ventricular capture was spotted. A reintervention was performed (B)(6) 2024, the lead was abandoned inside the patient, and a new one was implanted.

Event description:
Reportedly, during a follow-up intermittent ventricular capture was spotted. A reintervention was performed on (B)(6) 2024, the lead was abandoned inside the heart and a new one was implanted.